Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, following an intraocular lens (iol) implant procedure, postoperative inflammation occurred. A large number of cells were found in the vitreous body, which led to a decrease in visual acuity. After intraocular washout and intravitreal injection, visual acuity recovered. Additional information was received that, the patient had endophthalmitis and was recovering with medical intervention and anterior chamber washout.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).